Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and slurred speech. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported feeling tired and her speech was slurred at times. Customer stated medical attention was not needed at the time. Customer stated she believed her blood glucose level was high and would administer her insulin as prescribed. Customer stated she also obtained hi with another device and was not concerned with the true metrix meter. The product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.